Event description:
It was reported that the patient experienced a pseudoaneurysm. After a pulse field ablation (pfa) procedure using a faradrive sheath it was discovered the patient had a pseudoaneurysm. An unspecified medical intervention was performed. The current condition of the patient is unknown. It is unknown if the device will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).